Manufacturer narrative:
The drill attachment was not returned to the MFR for eval, because the user facility discarded the device.

Event description:
It was reported that during testing conducted by a MFR field svc technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.